Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and there was vegetation on the leads. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.